Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was reported for the lv lead. During the surgical intervention the lv lead was reconnected to this device. This is all of the information that was provided. It is believed this crt-d remains implanted. No adverse patient side effects were reported. Should additional information become available, this event will be updated.